Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the patient was unable to tolerate any medication besides demerol. Every other drug he has tried either made him vomit or would shut down his kidneys. The pump had been previously turned down by 50%, but the patient continued to 'regurgitate' and couldn't 'empty his kidneys.' The patient was scheduled to meet his physician later on the day of report, where he intended to ask for the pump to be turned down or shut off. It was stated that the patient could tolerate oral or intravenous medication, but couldn't tolerate the same medications intrathecally. The current drug used in this system was sufentanil. Past drugs included: methotrexate, morphine, dilaudid, baclofen, and fentanyl.

Event description:
Additional information was received. It was reported by hcp the patient's current dose as of (B)(6) 2013 was sufentanyl 25 mcg/ml at 2 mcg/day. Hcp indicated there was anything about the kidneys and vomiting mentioned in patient's most recent clinic notes. The physician said that he has been seeing this patient for 20 years and he has never once mentioned any issues with his kidneys. He said he just saw him two weeks ago and he was fine and made no mention of his kidneys either. He was not sure what that was all about.